Event description:
The customer reported that 1 ml of diluent reagent mixed with blood leaked from the lh750 at shear valves 85 and 87. Leak was contained. There was no biohazard exposure to mucous membranes or open wounds.

Manufacturer narrative:
The field service engineer (fse) found a pin hole in the diff segment tubing that connects port 6 on diff shear valve cvl85/126. He replaced the defective tubing and verified instrument operation and controls. The issue was resolved. The failure mode identified, diff shear valve could, upon recur, cause erroneous flagged, unflagged and non-numeric differential results due to incomplete aspiration or segmentation of patient samples and/or carryover from insufficient diluent delivery for rinsing between samples. (B)(4).